Event description:
During the pulsed field ablation procedure, an effusion was noted. The volt catheter did not display as expected on ensite. The balloon appeared off axis for most of the procedure. It also displayed anterior to the initial advisor hd grid x geometry. The display issue was most obvious at the lipv where the catheter also displayed as underinflated. On ice, it was confirmed that the catheter was fully inflated and the balloon was fully intact when checked after the procedure. This issue did not impede the ability to complete the procedure. There were also wide swings in the respiratory and the patient had a large effusion at baseline. At the end of the procedure, the sheath filter and respiratory compensation were turned off with no resolution. Baseline was performed again with no resolution either. The volt catheter was not replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of an effusion could not be conclusively determined.